Manufacturer narrative:
The event for trigger sticking in the on position was confirmed through functional evaluation, disassembly, and visual inspection by the repair technician. The technician confirmed through visual inspection that the trigger assembly was affected by corrosion.

Event description:
It was reported that during testing at the user facility the forward trigger of the cordless driver 2 handpiece was sticking, and the device was continuously running after the trigger was released. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing at the user facility, the forward trigger of the cordless driver 2 handpiece was sticking, and the device was continuously running after the trigger was released. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.